Event description:
Ous MDR - after an implantation period of about 26 months, a battery depletion was reported. The battery depletion was considered unexpected after this implantation time. Patient was discharged from hospital, since he was symptom free. He was put on waiting list for a replacement. This device has not been returned, yet.

Manufacturer narrative:
(B)(4) - we were informed this device had been returned on (B)(4) 2013 but no explant date was reported. The device was received for analysis on (B)(4) 2013. Upon receipt, the device was interrogated, revealing the battery status eos. The device was implanted for 24 months and a large amount of 12 charging cycles was recorded to the device memory. The device was subjected to an electrical analysis. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified, however the ability of the device to deliver defibrillation shocks was found compromised. Therefore, the ICD was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be depleted. The electronic module was attached to an external power supply. The electrical parameters, particularly the current consumption of the electronic module were found to be within specification with an external power supply attached. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The battery was sent to the manufacturer for further analysis. Analysis of the battery: the manufacturing records were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. At a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly an insulation damage was identified, which led to an increased internal self-depletion within the battery and therefore to the clinical observation. In summary, the clinical observation resulted from an internal self-depletion within the battery.